Event description:
End user alleges while operating the motorized wheelchair at night on the roadway the device slowed and then stopped causing her to fall out of the seat and fracture her femur. End user states that she was not wearing a safety belt at the time of the incident.

Manufacturer narrative:
The motorized wheelchair performed as intended upon field evaluation. End user states that she was operating the motorized wheelchair in the dark, on a roadway, and without the use of a safety belt. The owner's manual warns not to drive the motorized wheelchair in the roadway and to always wear the safety belt.